Manufacturer narrative:
The instructions for use states "do not apply heated gel pad directly to skin. If too hot, allow to cool before applying." The instructions for use will be changed from 20 to 10 second heating intervals just as a further precaution in addition to the other warnings (i.e. Not wear directly against the skin and to allow to cool before applying). This IFU is scheduled for immediate printing.

Event description:
Patient warmed up a tennis elbow eclipse in the microwave for 10 seconds and after wearing the product noted a large red spot and blister where the product had been. The blister later popped and required treatment by in-house physician. Rep stated that the patient had fully recovered from the blister.